Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the capsule tore during iol insertion in the right eye due to torn lens haptic. The surgeon removed the lens and replaced with a lens of a different model and placing it in the sulcus. Currently the patient is doing well.

Manufacturer narrative:
The delivery device was not returned for evaluation. Device history records (DHR) were reviewed and no discrepancies or anomalies were found. Based on the available information it is concluded that user related or procedure related factors might have caused the event. However, root cause of this event can not be conclusively determined.